Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they had a lot of irritation or infection or something that they were dealing with. Patient said the irritation was wherever the incision was made. Agent asked if the issue started the same day after the surgery and patient said maybe a couple days, they were not sure because there was some bandage over and they couldn't check it. Patient mentioned they were on a new antibiotic because the first one made them sick. The patient was redirected to their healthcare provider to further address the issue.